Event description:
Patient representative later reported left side solid nodule on the left and cysts. Device has been explanted.

Event description:
Patient reported a left side "pain, shoulder pain, back pain, pain in the side of the body, can't breathe deeply, swollen, stiff breast, cysts, folds, possibility of rupture, palpable irregularities" and ¿liquid lamina surrounding the prosthesis¿ ¿breast retraction on examination left breast with pain on palpation and clinical signs of contracture¿. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: visibility/palpability : unable to observe as it is a medical event that is not related to the device. Rupture : no observed. Cyst : unable to observe as it is a medical event that is not related to the device. Crease/folding of implant : no observed. Anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. Inflammation/irritation : unable to observe as it is a medical event that is not related to the device. Lump/nodule : unable to observe as it is a medical event that is not related to the device. Dyspnea : unable to observe as it is a medical event that is not related to the device. Edema : unable to observe as it is a medical event that is not related to the device. Pain : unable to observe as it is a medical event that is not related to the device. Seroma- late : unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported left side ¿solid nodule left¿, ¿small cystic images bilaterally with measurements up to 4 mm (the largest at 12 o'clock in the left breast)¿, ¿liquid lamina surrounding the prosthesis¿, ¿breast cysts¿, ¿concerned about the situation and wants the prostheses removed soon¿, and ¿breast retraction on examination left breast with pain on palpation and clinical signs of contracture¿ baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side "pain, shoulder pain, back pain, pain in the side of the body, can't breathe deeply, swollen, stiff breast, cysts, folds, possibility of rupture, palpable irregularities". Device remains implanted.